Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the 8th september 2009 and performed to specification up to the 18th march 2012. The device failed a self-test due to a low battery on the 25th march 2012. Multiple manual power ups of ten minutes duration were recorded in the device memory between the 23rd january 2013 and the last log entry on the 7th october 2015. The pad-pak became depleted during this time. A fresh pad-pak was installed before also becoming depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Upon visual inspection the pogo pins were sheared off and stuck in the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.